Event description:
It was reported that noise was noted on the shock channel of this right ventricular (rv) lead. An x-ray was performed, and no damage to the lead were noted. No adverse patient effects were reported. Additional information was received. This rv lead was surgically abandoned, and new rv lead was placed. No additional adverse patient effects were reported.